Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The root cause of the failure was the device was damaged and worn. The lever that pushes the amalgam in is broken off, this could have happened from too much amalgam in the carrier. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Customer reported instrument broke apart during normal use in a pt's mouth. Tip end is broken. Additional info obtained on (B)(6) 2011 from dental assistant who stated the tip of the instrument broke inside the pt's mouth when the dentist used it to insert amalgam during a procedure. There was no injury or harm to the pt but the dentist felt there was a potential for harm as the instrument's tip could be swallowed or aspirated.